Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was breached cut. It was also noted that the distal conductor was distorted, that all conductors had blood/body fluid (not obstructed, the inner insulation was kinked buckled, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, the lead was stretched, and the lead had apparent explant damage.

Event description:
It was reported that the lead was fractured. It was further reported that the lead was cut during explant. The lead was replaced. No patient complications have been reported as a result of this event.